Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that frequent remote alerts for brady and pause episodes due to undersensing were observed through merlin.net transmission. Programming changes were made. Patient¿s condition was stable.